Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned for investigation. Vyaire medical field service engineer tested the unit and performed an inspiration block and valve test, unit passed all steps. No root cause has been established as there is no unit failure detected. Unit worked according to specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us with alarm 401- "inspiration valve or device leaky" prior patient use. The customer confirmed that there is no patient reported associated with this event.